Event description:
It was reported that stent damage occurred. The patient presented with single-vessel disease (svd). Vascular access was obtained via radial artery. The 32m x 3.50mm, de novo, 80% stenosed target lesion contained a >=90 degrees bend was located at the moderately tortuous and moderately calcified proximal left circumflex coronary artery. A 32 x 3.50 promus premier select drug eluting stent was advanced for treatment. However, it was noted that the proximal struts of the stent were damaged while crossing the moderate calcified lesion. The device was removed and pre-dilatation at high pressure was again performed. The procedure was successfully completed with implantation of a 3.50 x 38mm promus premier select stent. There was no patient injury reported and the patient status was stable.

Manufacturer narrative:
A promus select ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal region of the stent. Struts were found to be lifted from their crimped position. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a kink at the port site in the mid shaft.

Event description:
It was reported that stent damage occurred. The patient presented with single-vessel disease (svd). Vascular access was obtained via radial artery. The 32m x 3.50mm, de novo, 80% stenosed target lesion contained a >=90 degrees bend was located at the moderately tortuous and moderately calcified proximal left circumflex coronary artery. A 32 x 3.50 promus premier select drug eluting stent was advanced for treatment. However, it was noted that the proximal struts of the stent were damaged while crossing the moderate calcified lesion. The device was removed and pre-dilatation at high pressure was again performed. The procedure was successfully completed with implantation of a 3.50 x 38mm promus premier select stent. There was no patient injury reported and the patient status was stable.